Manufacturer narrative:
H.6. Investigation: one open 32g x 4mm pen needle sample and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination of the returned sample was carried out and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 3 unspecified bd nano¿ pen needles clogged during the injection. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about needle clog. The patient states that he/she has experienced the issue of the drug not coming out of the product three times."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 unspecified bd nano¿ pen needles clogged during the injection. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about needle clog. The patient states that he/she has experienced the issue of the drug not coming out of the product three times."